Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Bd technical support troubleshoot with customer over the phone. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : no devices received, log review only.

Event description:
It was reported that during infusion of "pressors and sedation," the device alarmed "missing battery" and it stopped the infusion. The nurse had to restart the infusion. However, the device reportedly "shut down." As a result, patient had a drop in blood pressure which resulted in the patient coding. Clinicians were able to replace the device quickly, patient's blood pressure returned and "stabilized." The event occurred in intensive care unit. Customer biomedical engineering removed devices off the floor, customer is unsure if device was plugged in at the time of event. Upon customer's internal inspection of the device, it was noted the wires on the plug were exposed.

Event description:
It was reported that during infusion of "pressors and sedation," the device alarmed "missing battery" and it stopped the infusion. The nurse had to restart the infusion. However, the device reportedly "shut down." As a result, patient had a drop in blood pressure which resulted in the patient coding. Clinicians were able to replace the device quickly, patient's blood pressure returned and "stabilized." The event occurred in intensive care unit. Customer biomedical engineering removed devices off the floor, customer is unsure if device was plugged in at the time of event. Upon customer's internal inspection of the device, it was noted the wires on the plug were exposed.

Manufacturer narrative:
Additional information: device available for eval?, returned to manufacturer on, device return to manuf .?, device eval by manufacturer?, if other specify, imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported issue of did not alarm for battery was not confirmed as reported. The log analysis identified the system alarmed for missing battery; however the event was not duplicated during the investigation. The log analysis identified the pcu had three recorded alarm occurrences of missing battery while in use on the date 13jun2023 between the times of 8:54 am and 9:02 am. During the events the pump modules infusing had remained infusing and were stopped by user actions of shutting down the system in the first event and turning off the infusions manually after the third alarm event. The inspection found that unapproved third-party battery was installed in the pcu that had an age greater than 5.5 years old. Bd has not validated or authorized any third-party to manufacture or refurbish replacement components, parts, or dedicated disposables for use with the bd alaristm system. The battery screws were found to be missing washers and two of the four battery screws were found under torqued less than the specification of 6 in-lb. The functional testing of the infusion system for an approximate duration of 264 consecutive hours did not replicate the missing battery alarm event. H3 other text : not applicable. Device evaluated by bd.

Manufacturer narrative:
Correction : date of event, describe event or problem, concomitant med prod data, FDA notified?, report source, report source other. Additional information : age at time of event, age unit, date of birth, sex, weight, weight unit, patient race, other relevant history.

Event description:
It was reported that during infusion of "pressors and sedation," the device alarmed "missing battery" and it stopped the infusion. The nurse had to restart the infusion. However, the device reportedly "shut down." As a result, patient had a drop in blood pressure which resulted in the patient coding. Clinicians were able to replace the device quickly, patient's blood pressure returned and "stabilized." The event occurred in intensive care unit. Customer biomedical engineering removed devices off the floor, customer is unsure if device was plugged in at the time of event. Upon customer's internal inspection of the device, it was noted the wires on the plug were exposed. A copy of the medwatch report from FDA was received, which states, "the alaris IV pump failed, turning off levophed and vassopressin. The nurse was in the room and responded quickly by starting the drips running again on another IV pump. There was no documented harm to the patient. No battery found error. The pump was plugged in. Pump sequestered and given to biomedical. What was the original intended procedure?: to infuse intravenous medication drips. What problem did the user have (check all that apply): device failed (e.g. Broke, couldn't get it to work or stopped working)."